Event description:
Additional information was received. Films were received and their evaluation was completed. Review of films at 1 day post implant show the main device on the right side; the limbs are aligned in the a-p orientation. There is no clear endoleak seen. A possible air bubble (12mm x 7mm diameter) is seen within the aneurysm sac. The sac is lined with calcification. Implant angiogram was not provided, so the removal difficulties and unknown endoleak events could not be assessed.

Event description:
Evaluation summary: delivery system was returned with the external slider 1.5 cm back from the front grip. The tapered tip was 1.8 cm away from the graft cover edge. The backend wheel was rotated 2 mm from the starting position. Two large kinks in the graft cover were observed 2.8 cm and 15.3 cm from the distal edge of the graft cover. There was also a kink in the tapered tip lumen 2.8 cm from the distal edge of the graft cover. The kinking of the graft cover and tapered tip lumen may have occurred during return shipping, since the kinks were large and not originally reported in the complaint. After positioning the external slider and thumbwheel to their starting positions, there was ~ 1 mm gap between the graft cover and tapered tip, which is expected with 2 graft cover kinks. The external slider moved smoothly over the screw gear and there was no apparent damage to any delivery system components. The root cause for the removal difficulties could not be determined, however does not appear to be device or manufacturing related.

Manufacturer narrative:
Evaluation, method: (B)(4) (films).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology not reported. Vessel morphology was non-tortuous. It was reported that the delivery system of the main body got caught on the bifurcation of prothesis during the back pull. It was very difficult to remove. The stent graft was implanted. It was noted after implant that there was an unknown endoleak. The patient returned for follow up and the endoleak had resolved. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) (lack of information, unknown cause of event) evaluation, conclusions: (B)(4) (lack of information, unknown cause of event) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.